Event description:
It was reported that a balloon burst occurred. The target lesion was located in the internal arteriovenous fistula. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications reported and the patient was stable after the procedure.

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the internal arteriovenous fistula. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications reported and the patient was stable after the procedure. It was further reported that the 80-90% stenosed target lesion was severely tortuous and severely calcified. The balloon was inflated 6-7 times and ruptured at 10atm for 30-40 seconds.

Manufacturer narrative:
Device evaluated by MFR: a pcb device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 6mm in length and extended from a position 1mm proximal of the distal markerband to 7mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a shaft kink 195mm distal from the distal end of the strain relief. This concludes the product analysis.

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the internal arteriovenous fistula. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No patient complications reported and the patient was stable after the procedure. It was further reported that the 80-90% stenosed target lesion was severely tortuous and severely calcified. The balloon was inflated 6-7 times and ruptured at 10atm for 30-40 seconds.